Event description:
Open fixation of the medial malleolus was performed for a medial malleolar fracture sustained on (B) (6) 2008. Pt experienced delayed postoperative wound infection and removal of hardware. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine mfg site or mfg date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.